Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet screen was accidentally struck against a desk and subsequently shattered, resulting in hardware damage to the display assembly, and a replacement ilet was shipped while the original was pending return. Symptoms included no reported adverse clinical effects, and blood glucose was reportedly unaffected. Outcomes included the user transitioning to backup therapy and continued cgm use as normal until the replacement arrived. Investigation included logistical assessment of device replacement and return tracking. Investigation of this device revealed damage consistent with accidental physical impact causing a cracked screen, with no indication of device performance issues beyond the display failure. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage due to accidental impact.